Event description:
It was reported that the pt noted that in (B) (6) 2010 "left side started hurting". In (B) (6)/(B) (6) 2010, the pt was hospitalized 3 weeks ago due to the baclofen not "working". The pt believed that was due to the pump "getting low on medication". The last pump refill was in (B) (6) 2010; the next refill was scheduled for (B) (6) 2010. In (B) (6) 2010, the pt experienced "burning" in buttocks and leg every time they laid down on back and side. A return of pt symptoms was also reported with increased spasticity in her neck. The pump was on the right side and had moved up from where it was previously. There had not been any falls or trauma related to these symptoms. The reporter indicated that every time she went to see the hcp, he had decreased the dosage of baclofen/morphine in pump. The pt had requested that the hcp not put baclofen/morphine in pump. The pt had requested that the hcp not put morphine in pump as "it does not help with pain". Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B) (4).